Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy chest anastomosis surgical procedure, the fenestrated bipolar forceps instrument was found to have a loose wire. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: during a procedure on (B)(6) 2025, the instrument's wire at the tip was found to be fully broken. There was no patient injury, and the problem was resolved by replacing the instrument. Photographic evidence is available, and the instrument has been returned for evaluation.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.